Event description:
Pt has capsular contracture, fatigue. On 1989; replacement of round smooth silicone breast implants. Pt redeveloped capsular contractures bilaterally and complained of her hair falling out, fatigue, low grade fever and soreness. On 2/7/94: exchange of bilateral breast implants.